Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -23.0/+1.0/075 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting. The patient experienced angle closure, with elevated intraocular pressure. The lens was not exchanged for another lens.

Manufacturer narrative:
Lens was returned dry in lens case/vial. Visual inspection found that the haptic was torn/broken/bent/deformed. Dimensional inspection found that the lens measurements were within specifications. No similar complaints were reported for units within the same lot. (B)(4).